Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer was incorrectly using the bolus feature on the pump. Tandem technical support informed customer on proper bolus delivery procedure and the customer continued to use the pump for insulin therapy.